Event description:
It was reported during in clinic follow up that the right atrial and right ventricular leads displayed a loss of capture and loss of sensing. Imaging revealed dislodgement. The products were explanted and successfully replaced. The patient was successfully discharged.